Event description:
During a recanalization procedure for tibial arteries with severe calcification and total occlusion the physician tried an antegrade approach without success, and then he moved for a retrograde approach from posterior tibial artery. During the procedure the physician experienced a radial burst for one of the two amphirion plus used, however it is unclear which balloon experienced the balloon burst. No patient injury reported for this event.